Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Expiration date. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - please confirm if there is an issue with the applier?=>no. - please explain how the clips were loading into the applier?=>there is no problem when the clips were loading into the applier. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading =>the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. - was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier. Related events captured via: 2210968-2024-04374; 2210968-2024-04375.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2024; and a suture was used. During the procedure, the clip did not feed and come out property for three consecutive times. No matter how the doctor gripped the applier, the tips would not snap together. Another like device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.